Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose (bg) level was in the 300's (mg/dl) on (B)(6) 2016 and it was addressed by resuming insulin delivery. The customer's bg level was not impacted for the most recent altitude alarms. The customer cleared the alarm and insulin delivery was resumed.